Event description:
It was further reported that the rv lead was explanted and replaced.

Event description:
It was reported that the right ventricular (rv) lead had undersensing. The rv lead remains in use. It was noted that the patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.